Event description:
It was reported that the balloon catheter was being advanced over the guide wire and met strong resistance as it went into the rhv. Both the guide wire and the catheter were pulled out as a system, and the tip of the catheter was found to have detached and was on the guide wire. There was no pt injury reported.